Event description:
Ous MDR - it was reported that this lead and the ICD were explanted 3 months after the implantation due to artifacts on rv channel. It was mentioned that the lead was initially implanted tightly under the clavicle bone.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The ICD was interrogated, revealing the battery status bos. The ICD was implanted for three months and three charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead under complaint was found cut approx. 9 cm distal to the df4 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. Approx. 29 cm proximal to the lead tip the lead body was found squeezed and deformed. The coating of the conductor cables was found damaged in this area. The observed damages can be considered as the root cause of the artefacts on the rv channel. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the clinical observation resulted from an insulation damage of the lead as a result of clavicular first rib entrapment. A thorough analysis of the ICD proved the device to be fully functional. The analysis did not reveal any sign of a material or manufacturing problem.